Event description:
Company has put washers on each wheels of kions in hospitals. But the wheel was broken suddenly during the routine cleaning after a surgical operation. Putting washers was performed more than one year before at the hospital. The wheel bolts and and the screw holes situation was normal at the time so there was no damage on the bolts and screw holes. Therefore the putting washers is not enough to prevent the broken wheel troubles.